Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the system-1 was giving backflow alarms. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The field service rep (fsr) could not verify the backflow alarm when the system-1 was tested. The fsr checked the flow module operation and could not duplicate the backflow alarm. He checked all connections and cleaned the flow sensor, no problems were found. The unit operated to MFR specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.